Event description:
Patient reported experiencing low blood glucose (40 mg/dl).patient indicated that he had fallen out of bed and onto the infusion device causing black splotches on the display screen. Patient indidcated that paramedics were called and gave him orange juice.patient indicated that he believed the cause of the low blood glucose was the fault of the infusion device. Patient indicated that he switched to insulin injections.